Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements. X-ray identified tension on the lead body. A revision procedure was performed and despite repositioning efforts, increased threshold measurements continued. Additionally, decreased sensing measurements were observed. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.